Event description:
Event description guidant received information that this dual chamber pacemaker was being used off-label as a bi-ventricular device. The device had stored ventricular tachycardia episodes. A review of the episodes on the internal electrograms revealed a loss of ventricular capture was occurring, followed by intrinsic conduction. It was noted that the patient was on dialysis at the time of the stored episodes.